Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported a patient was injected with 1 syringe of juv¿derm¿ voluma¿ xc into the cheeks and juv¿derm¿ volbella¿ xc 1 syringe into upper lip. Four months later the patient was injected with a syringe of juv¿derm¿ vollure¿ xc via cannula into the marionette lines. Three months later the patient developed a mild case of covid-19. Two months later patient was injected with 1 syringe juv¿derm¿ voluma¿ xc into the cheeks as well as a non-allergan product versa. Three months later patient developed several hard lumps in the marionette lines. Hcp further specified patient developed late onset granulomas in the cheeks and marionette lines; biopsy was not provided. Approximately two weeks later, patient also started to develop nodules above the upper lip where volbella¿ xc was injected. The injector prescribed a course of clindamycin which did not ameliorate the situation. Hylenex was used to dissolved the marionettes. Event has not been resolved. This is the same patient reported under 3005113652-2021-00222 (pr (B)(4)), MDR ID 3005113652-2021-00223 (pr (B)(4)), and MDR ID 3005113652-2021-00224 (pr (B)(4)). This MDR is being submitted for the fourth suspect product, juv¿derm¿ voluma¿ xc.